Event description:
Clinical study - at 10 years the cup was found to be loose with deterioration of the surrounding bone.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.